Manufacturer narrative:
The partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) lead were explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.